Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited far field over sensing (ffos) on the atrial channel. The patient was in sinus tachycardia; however, the ffos triggered an atrial tachy response (atr) mode switch. Technical services (ts) noted no programming changes could correct the ffos and suggested that extending the atr duration may help minimize unnecessary mode switches. Ts also mentioned any adjustment should be determined by the physician. This ICD remains in service. No adverse patient effects were reported.